Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that during a clinic visit, this pacemaker system was found to have triggered a lead safety switch (lss) from bipolar to unipolar configurations due to high out of range pacing impedances recorded on the right ventricular (rv) lead. It was noted that the rv lead is a non-boston scientific lead. The health care professional (hcp) called technical services (ts) and requested review of the presenting electrogram (egm). Upon review, ts confirmed that the non-boston scientific rv lead pacing impedances measured greater than 2000 ohms. Ts also noted the rv lead also exhibited myopotential oversensing noise. The hcp stated that isometrics were performed, however they could not reproduce the noise. The hcp also noted that the settings were reprogrammed. At this time, the pacemaker and non-boston scientific rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this pacemaker system was found to have triggered a lead safety switch (lss) from bipolar to unipolar configurations due to high out of range pacing impedances recorded on the right ventricular (rv) lead. It was noted that the rv lead is a non-boston scientific lead. The health care professional (hcp) called technical services (ts) and requested review of the presenting electrogram (egm). Upon review, ts confirmed that the non-boston scientific rv lead pacing impedances measured greater than 2000 ohms. Ts also noted the rv lead also exhibited myopotential oversensing noise. The hcp stated that isometrics were performed, however they could not reproduce the noise. The hcp also noted that the settings were reprogrammed. At this time, the pacemaker and non-boston scientific rv lead remain in service. No adverse patient effects were reported.